Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump "shuts off" when there is no activity in the pump for a long period of time. Reportedly, the user declined to go through the history to confirm if an alarm occurred. There was no reported impact to the user's blood glucose level.

Manufacturer narrative:
Additional information from: sus voluntary event report. Reported information: "in a normal day I was getting from 20 up to 35 alerts during a 24 hours period." "The alerts were annoying as they were very often repetitive sending the same alerts within 3-5 minutes. I literally felt that the pump was programmed to send an alert if it was not touched within a certain amount of time." "I also learned that the pump was shutting itself off if it had not been touched/used within a 12 hour period. I did not know this and the pump was turning itself off at night when I was sleeping. I would often wake up with blood glucose reading at 250+. I would also have regular occasions in which my bold sugars was getting low (less that 70) so I would put in a temporary rate of 0% for 30-45 minutes."